Event description:
It was reported that the patient's pump was alarming for no disposable, pump will not run. The patient was assisted to silence the alarm and the pump settings were reviewed. The patient prefers not to troubleshoot by removing the cassette, so the patient was instructed to power the pump off and clamp the tubing closest to port, but she struggled, so she clamped closer to the pump. The patient was advised to call the clinic in the morning for further instructions. No patient injury was reported.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.